Manufacturer narrative:
The actual product was not returned to our company, and lot number was unknown, so we could not investigate the manufacturing and quality control records, and root cause of this incident. We decided to report this incident since we consider blood leak from the arterial header is an incident which might cause serious injury to the patient. The blood leakage is described in warnings of the instructions for use as "in the event of a problem during treatment, such as blood leakage or coagulation, immediately discontinue the treatment under the direction of a physician and replace rexeed-s with a new primed dialyzer". We will continue monitoring occurrence of these kinds of incidents.

Event description:
(B)(6) 2019, this event occurred during the treatment with rexeed-25s. This clinic primed with 1000 ml of normal saline and recirculated the dialyzer for about 5 minutes. After 15 minutes from the treatment start, and an arterial side alarmed, because an arterial pressure became more negative, and then the blood leak from the arterial header occurred. One of the staff member was sprayed by the blood during this event. After this event, this patient's condition was stable, and the patient did not require medical attention, there was neither need for blood transfusion nor for adjusting erythropoietin(epo) dosage. The patient left the dialysis room in stable condition. The staff member, who was sprayed during the blood leak from the arterial header of the dialyzer, has been checked via laboratory exposure blood panel, and as of today everything is normal.